Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedances on all contacts of l1 lead. As such, surgical intervention took place wherein the lead was explanted and replaced resolving the issue. Upon explant, lead fracture was noted. Therapy was confirmed post op.